Event description:
Supplemental report is being submitted due to the completion of the investigation on 01-feb-2023.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation the echo-19 device of lot number c1699935 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation n/a document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1699935 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1699935. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use as the user utilized the device for drainage which would be considered off label use as per IFU "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Image review n/a root cause review a definitive root cause for the customer complaint could be attributed to off-label use as the user utilized the device for drainage which would be considered off label use as per IFU "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." Summary complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Doctor (B)(6) used echo-19 to drain a pseudocyst of the pancreas. Echo-19¿s needle punctured the target, but stylet didn¿t came out from the sheath, so they had to use the new echo-19. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Handle end. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreatic pseudocyst. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. About 4cm. If not with the device in question, how was the procedure performed and/or finished? The new echo-19 was used. Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Gf-uct260 (olympus). Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Stylet retraction. Was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract before removing the needle from the patient? Yes. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was puncture of the target site difficult? No. Was the stylet partially removed when advancing into the target site? No. How many samples were obtained with this needle? None. Did any section of the device detach inside the patient? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. If the device is a procore, is the kink located distally at the notch / core trap? No.